Manufacturer narrative:
Follow-up # 1 - 5/22/2015, device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue of vial over labeled by a third party was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio2 meter was reading inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue first occurred at 4:13pm on (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿15.1mmol/l¿ on the subject meter. The patient manages their diabetes by self-adjusting their insulin intake based on subject meter results and denied making any changes to this regimen as a result of the alleged inaccurate reading ¿ the patient took ¿18ml of nova rapid insulin¿ in response to this result. One hour later the patient experienced the symptoms of ¿anxiety and sweating¿ which they associated with having low blood glucose levels. The patient self-treated these symptoms at 5:13pm by eating ¿sweets¿ and having a meal. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.